Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the gallbladder to treat cholecystitis during an endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2025. Post-procedure, the physician reported that the patient experienced bleeding on (B)(6) 2025. The patient was treated with hemostasis using purastat, and a pigtail catheter was placed as a preventive measure. Upon endoscopic evaluation on (B)(6) 2025, no bleeding was noted.reportedly, the physician stated that they believe the axios stent may have been the cause, but the exact cause was not identified. The patient passed away on (B)(6) 2025. It was reported that the patient was unable to eat due to sepsis, and no further treatment was performed at the request of the patient's family.note: no information is available regarding the date of sepsis onset.

Manufacturer narrative:
Block h6: imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2202 captures the reportable event of endoscopic diagnostic procedure. Imdrf patient code e0306 captures the reportable event of sepsis.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the gallbladder to treat cholecystitis during an endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2025. Post-procedure, the physician reported that the patient experienced bleeding on (B)(6) 2025. The patient was treated with hemostasis using purastat, and a pigtail catheter was placed as a preventive measure. Upon endoscopic evaluation on (B)(6) 2025, no bleeding was noted. Reportedly, the physician stated that they believe the axios stent may have been the cause, but the exact cause was not identified. The patient passed away on (B)(6) 2025. It was reported that the patient was unable to eat due to sepsis, and no further treatment was performed at the request of the patient's family. Note: no information is available regarding the date of sepsis onset.

Manufacturer narrative:
Block h6:imdrf impact code f02 captures the reportable event of death.imdrf impact code f2202 captures the reportable event of endoscopic diagnostic procedure.imdrf patient code e0306 captures the reportable event of sepsis.block h11:investigation results:with all available information, boston scientific corporation concludes that the reported events could not be performed. There is no clinical or technical evidence to determine whether the patient reports symptoms were due to a device malfunction or structural compromise. However, hemorrhage, major, sepsis and death are noted within the IFU as a possible adverse event associated with the use of the device.device history record review:it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. Risk review:a risk review was completed and confirmed that the events of "hemorrhage, major, sepsis, death and endoscopic procedure" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, hemorrhage, major, sepsis and death is noted within the product labeling as a possible adverse event associated with the use of the device. Additionally, hemorrhage, major, sepsis and death are noted within the IFU as a possible adverse event associated with the use of the device.investigation conclusion:based on all gathered information and the results of the product analysis, the complaint investigation conclusion code of cause not established. Based upon boston scientifics medical review assessment, the limited data reasonably suggest the clinical events of bleeding and additional intervention are anticipated in nature and severity.